Event description:
The rubber grommets in the max vpc set were cut by the manufacturer but not sealed and the rubber grommets were breaking apart, depositing small rubber pieces onto the sterile instruments and implants. This was a brand new tray. The representative was notified. There was no patient harm. Manufacturer response for max vpc tray, max vpc tray (per site reporter): it appears that the rubber was never sealed buy the manufacturer.